Event description:
It was reported that the tip of a pull reduction device broke off during an open reduction internal fixation (orif) of a right distal tibia. A small amount of the tip was left in the patient's tibia. There were no reported delays and the procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.